Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-feb-2023. Investigation summary: the customer reported the tubing came apart during prep and returned the sample. The sample verified the complaint of drip chamber separation. The root cause is traced to insufficient solvent applied during assembly process. The issue is being worked on in our manufacturing plant under a funded project to lower the risk of the solvent dispenser malfunctioning. The material and lot reported fall under this ongoing project. Device history record review for model 10013364t lot number 22089188 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported while using bd secondary administration set, the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: this secondary tubing set was being prepared for an patient and the tubing just came apart.

Event description:
It was reported while using bd secondary administration set, the tubing separated. There was no report of patient impact. The following information was provided by the initial reporter: this secondary tubing set was being prepared for an patient and the tubing just came apart.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.